Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during an unknown procedure, after a gryphon anchor w/orthocord is implanted, the sutures will come out easily when the handle is extracted. The complaint device was received and evaluated. Visual observations confirm that are missing components as the 3.0mm anchor, 3.0mm gryphon push inserter, handle driver push inserter, suture card, suture gripper, double barrel, cover handle, not confirming this complaint. The possible root cause for the reported failure can be attributed to low tension applied on the suture, however this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [l909299] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [l909299] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, that during an unknown procedure, after a gryphon p br ds anchor w/orthocord is implanted, the sutures will come out easily when the handle is extracted, so the implanted anchor will lose function. No surgical delay or patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b3: the date of event has been updated to (B)(6) 2020. B5: subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay. It was reported that the case was completed; however, there was no detail provided by the customer. It was reported that an alternative product was not readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was reported that the procedure involved was rct. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.